Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) was hospitalized due to a ventricular tachycardia (vt) storm. Fluoroscopy review of the lead found it was dislodged and the helix was retracted. The patient also developed renal failure. A revision procedure was performed and the lead was successfully placed with good electrical measurements. The patient later died due to renal failure. There was no allegation the lead performance contribute to the patient's death.

Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.